Event description:
Enfit adaptor was attached to the nasogastric (ng) tube, set to low continuous suction. Upon discovering it leaking, device was examined and the suction prong on the distal end of the device (inserted into the ng tube) was broken. The broken piece was lodged in the ng tube. The broken piece was able to be retrieved, and the ng tube was left in place. A replacement device was installed.